Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006.

Event description:
It was reported that the patient with this neurostimulator had a urinary tract infection (uti) and turned off the device, waiting for the infection to clear. The patient had a cystoscopy and it aggravates their bladder. The patient turned the device back on but is experiencing incontinence. It was advised not to adjust therapy during a uti. The patient will wait and see if things will get better on its own. There were no additional patient complications reported.

Manufacturer narrative:
Additional product code: qon additional premarket/510k: p190006.

Event description:
It was reported that the patient with this neurostimulator had a urinary tract infection (uti) and turned off the device, waiting for the infection to clear. The patient had a cystoscopy and it aggravates their bladder. The patient turned the device back on but is experiencing incontinence. It was advised not to adjust therapy during a uti. The patient will wait and see if things will get better on its own. There were no additional patient complications reported.